Manufacturer narrative:
Block approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2316-50 serial:(B)(4). Batch: 16958802.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced.